Event description:
It was reported that a pt underwent an episiotomy repair procedure after normal labor on (B)(6) 2010 and suture was used. During the procedure, the surgeon used suture to sew the mucous membrane, the muscle and the intradermal tissue. Ten days post-operatively, the incision opened, there was no secretion. Then, the pt underwent another surgical procedure to sew the incision. The pt is now doing fine.

Manufacturer narrative:
(B)(4). (B)(4). Wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code: w9962; batch bh2gwrm0. Product code: w9932; batch bl2gwmm0. Product code: w9932; batch ak2dlgm0.